Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
After a cardiac arrest at home, a 75 year-old male with cardiogenic shock was placed on extracorporeal membrane oxygenation as the primary support device, and later implanted an impella cp for left ventricular unloading. Patient struggled to recover, and was transferred for advanced care. Patient went to electrophysiology for device placement, and had an episode of polymorphic ventricular tachycardia with no consequence. Subsequently the patient was escalated to impella 5.5. Outcome unknown. Impella to be conservatively coded to arrythmia, even while on extracorporeal membrane oxygenation with no consequence.

Manufacturer narrative:
Section e1 "initial reporter facility name" was corrected.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: (arrhythmia): the root cause of the injury was unable to be determined due to insufficient clinical details.